Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported that after a battery change all of the keypad buttons became unresponsive. The patient claimed a reboot was performed and the pump became stuck on the verify screen. The patient claimed that there were no previous response issues. The patient denied exposing the pump to trauma or moisture. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons responded appropriately and had normal spring back or click. The keypad cover was removed to investigate and revealed no signs of contamination. Unrelated to the complaint, the pump was returned with visible moisture in the display lens. On examination, there was no moisture present in the battery compartment. A display lens leak was found during leak testing of the pump. The pump cover was removed to inspect the internal components and there was moisture corrosion visible inside the pump and on the keypad flex connector.